Event description:
Literature: lilleeng b, dietrichs e. Unmasking psychiatric symptoms after stn deep brain stimulation in parkinson's disease. Acta neurol scand suppl. 2008; 188: 41-45. The aim of this clinical commentary is to illustrate unmasking of psychiatric disease by stn-dbs through the presentation of a case from our clinic. Reportable event; our pt was a 52 year family father with symptoms of parkinson's disease for 10 years and a verified diagnosis for 7 years. During the preoperative work-up, he did not report any previous problems with anxiety and depressive episodes, although it was later revealed that he had suffered from such problems for many years. He was implanted with bilateral stn electrodes with good effect on his parkinson's disease motor symptoms. At 6 wks, he had difficulties managing his temper, and at 6 months the attempted suicide. He was having personal issues, mood changes and was taking risks in his life and in traffic. His medication had also been significantly decreased. Ten months later, after l-dopa increase and psychiatric follow-up, his life was happy and his motor symptoms well controlled.